Event description:
A surgeon reports that a patient had an intraocular lens (iol) implanted in 2004. The following month, the patient complained of 'something in front of their vision.' Examination indicated there was a vertical crack on the posterior surface of the implant that was causing glare. Co received confirmation of the explant in 05/2004.